Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing had detached from the clip. Reportedly, the patient woke up with high blood glucose level and felt sick. Further, the set had broken twice this week, 2 times in a row, as per report dated 03-sep-2019. No further information available.